Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.